Manufacturer narrative:
Age, weight, ethnicity: information unknown, not provided. Date of event: exact dates not provided, article received date is jan 13, 2019. Model number: the model number is unknown, as the serial number was not provided. It was indicated to be a tecnis toric iol. Serial number: unknown, information not provided. A complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the there is no indication that the device was explanted. Phone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. Citation: kulikova, i.l., timofeeva, n. S., femtolaser assisted cataract surgery and toric lenses in patients with astigmatism. Review. Ophthalmology in russia. 2020;17(1):pp.13¿19. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: femtolaser assisted cataract surgery and toric lenses in patients with astigmatism. A study was done to review results of clinical studies of corneal astigmatism correction during standard and femtolaser-assisted phacoemulsification with implantation of various models of toric intraocular lens (iol): visual acuity, rotational stability, residual astigmatism percentage, and wavefront change. One study reported that tecnis toric iol was implanted in 27 eyes and repositioning was required in 2 cases then after six months, the average iol rotation value was 1.1 ± 2.4°. In another study, implantation of various toric iol models (tecnis monofocal toric iol, rayner¿s t-flex aspheric toric iol, and acrysof iq toric iol) in 32 eyes of 24 patients, required iol repositioning in 9% of cases (n=3 eyes). It is not clear if the iol repositioning was done in the eyes implanted with tecnis monofocal toric iol or the other products. There are no indications in the reported articles of any interventions provided. Other jnj products were mentioned but no complaints were reported against them.